Manufacturer narrative:
Vyaire complaint #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the suspected device and performed a failure investigation. The reported issue could not be duplicated. An additional failure was found. The inspiratory pressure transducer failed. This was a known issue addressed through engineering change order (eco) (B)(4) and corrective action/ preventive action (CAPA) ca-2017-0237. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint number: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator is alarming ventilator inoperable. At this time, there is no information regarding patient involvement associated with this event.